Manufacturer narrative:
1. DHR review lot 326238. 1. This batch of products were assembled at intima ii auto line 4 in october 2023, and packaged at r245 package line in october 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. Among them, the prn torques meet the outgoing inspection requirement. 4. The prn batch used in this batch of products is 3265619, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, no leakage is found at the connection of the prn and the pp connector, and the prn removal torque is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Conclusion: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been received, further detection and analysis cannot be carried out, the root cause of the leakage at the connection of the prn and the pp connector cannot be confirmed.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked at adapter tubing junction when the indwelling intravenous indwelling needle was infusion for the fetal patient, the y-connector was found to be leaking, and the heparin lock was replaced, which did not cause adverse effects to the pregnant woman.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.